Event description:
It was reported via repair work order that the bearing cap on the retractable head section was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.